Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the pump had an empty reservoir that the hcp would refill on (B)(6) 2017. It was confirmed with the representative that the hcp did not think that there was a problem. It was unknown when the patient first started to experience the alarm and if there were any symptoms. It was unknown what troubleshooting, actions, and interventions were performed. The cause of the empty reservoir was unknown. It was stated that the empty reservoir had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.